Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two weeks later filter retrieval was scheduled. Access was gained via right internal jugular vein. Bentson wire advanced into the needle. 6 french dilator advanced over the wire. Exchange terumo wire then advanced to the inferior aspect of the inferior vena cava. Straight catheter with side holes then advanced to the inferior aspect of the inferior vena cava. Cavogram showed central placement of inferior vena cava filter. There was a large thrombus at the upper portion of the inferior vena cava filter. The procedure was eventually terminated. Approximately seven years and eight months later computerized tomography(CT) revealed that inferior vena cava filter was identified. The tip of the inferior vena cava filter was located approximately 1 .7 cm caudal to the lowest (main) right renal vein. The apex of the inferior vena cava filter was touching the right wall of the inferior vena cava with an overall rightward tilt. The degree of tilt measures approximately 49 degrees. The distal struts perforated beyond the wall of the inferior vena cave approximately 2.6 mm. Two of the anterior struts abut the posterior aspect of the inferior pole of the right renal parenchyma. A single posterior strut slightly extended into the right psoas muscle, and a left lateral strut abuts the wall of the abdominal aorta 2.2 cm above the common iliac artery bifurcation. A single strut also abuts the anterior right aspect of the l4 vertebral body. The inferior vena cava filter was intact with evidence of fracture. Therefore, the investigation is confirmed for filter detachment, perforation of inferior vena cava(ivc) and filter tilt. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for pulmonary embolism prophylaxis. At some time post filter deployment, it was alleged that the filter tilted, detached, perforated, and there was thrombus above the filter. The device has been removed after multiple unsuccessful attempts. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient for pulmonary embolism prophylaxis. At some time post filter deployment, it was alleged that the filter tilted, detached, perforated, and there was thrombus above the filter. The device has been removed after multiple unsuccessful attempts. The current status of the patient is unknown.